Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate result of "157mg/dl" as compared to feelings/normal readings. This complaint is being reported because the quality control test failed and the issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.